Manufacturer narrative:
The manufacturer previously reported an issue with the internal battery and system board. The internal battery and system board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance. The system board was evaluated by the manufacturer. The root cause of the system board failing was caused by program corruption.

Event description:
The manufacturer received information alleging a ventilator was alarming. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the device to power on and a constant alarm were observed. The device's system board was replaced to address the issues. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.